Event description:
Healthcare professional reported injecting a patient in the region of zygomatic arch, lateral malar and mandible (retroligamentous) with 2.5 ml of harmonyca¿ with lidocaine, in the c1 and c2 with 2 ml of of juvéderm® voluma¿ with lidocaine, in the jw4 and jw5 with 2 ml of juvéderm® volux¿, and in the nl1, m1 and lips 2 ml of juvéderm® volift¿ with lidocaine. That night, the patient developed severe ¿pain and edema,¿ especially on the lips and chin, and started using prednisone 40mg/day for 3 days. When the prednisone stopped, a ¿nodule¿ in the right mandibular region with ¿a lot of pain¿ and difficulty opening mouth.¿ on the 6th day after treatment, patient developed ¿more diffuse edema in the middle and lower thirds.¿ predsim 40mg was prescribed, and if there was no improvement, cephalexin was introduced. An ultrasound was performed, which showed subcutaneous hypoechoic images. Two days later, the patient had a ¿fever spike¿ and again the next day, with ¿37.9 degrees.¿ the diffuse edema gave way to a more localized bulge in the pre-parotid region, and the patient underwent a new ultrasound with a specialist, who showed an image of panniculitis, with other adjacent tissues without alterations. A week later, the patient was treated with hyaluronidase 3000 u, diluted with saline solution anesthetic, analgesic and anti-inflammatory, celestone - 05mg/kg - 4mg in total and associated - doxycycline 100mg every 12/12h for 30 days, finishing the antiniotic cycle. The event ¿caused a lot of discomfort and emotional stress.¿ hyaluronidase treatment and a biopsy were performed. A third ultrasound identified ¿lymph nodes on the right 4 x 1.5 x 3cm and the one on the left 5.3 x 1.2 x 4.5 cm between parotid and masseter.¿ only the harmonyca¿ with lidocaine sites were affected. The patient is less edematous, but still has great difficulty in opening mouth. The event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00819 (allergan complaint #(B)(4), MDR ID# 3005113652-2022-00808 (allergan complaint #(B)(4), MDR ID# 3005113652-2022-00810 (allergan complaint #(B)(4). This MDR is being submitted for the suspect product, juvéderm® volux¿.

Manufacturer narrative:
Concomitant therapies: harmonyca¿ with lidocaine, juvéderm® voluma¿ with lidocaine, juvéderm® volift¿ with lidocaine. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is considered an unexpected adverse drug experience.

Manufacturer narrative:
Additional, corrected, and/or changed data: b5, b6.

Event description:
Healthcare professional (hcp) later reported approximately three months post injection, patient had another bout of ¿edema¿ in the region treated with harmonyca¿ and sensation of local hardening and intense ¿edema." Hcp mentioned that on the patient's last MRI they had not identified hyaluronic acid, but harmonyca¿. The hcp stated patient is "weaning off oral corticosteroids and low dose prednisone." Hcp is prescribing the patient hyaluronidase and to start methotrexate. Status is still ongoing.